Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient presented with septic knee, did a removal of triathlon tibial insert, irrigated with large quantity of antibiotic irrigation. Placed new triathlon x3 tibial insert into existing triathlon baseplate size 5.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: infection is primarily a procedure-related complication with sometimes additional patient-related risk factors about which there is no specific information in this patient. Device history review: indicate all devices were manufactured and accepted into final stock on with no reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusion: a review of the provided information by a clinician concludes: in this case no correlation between any specific device property and infection can be established. Patient had no known risk factors, mainly due to lack of info but mainly bad luck to sustain an infectious complication of his knee arthroplasty. Intervention was adequate although there is no info on further outcome or whether infection is really under control. As such is this pi case not device-related but has its root cause in an adverse mix of procedure-related and possibly some patient-related factors as well. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this investigation will be reopened.

Event description:
Patient presented with septic knee, did a removal of triathlon tibial insert, irrigated with large quantity of antibiotic irrigation. Placed new triathlon x3 tibial insert into existing triathlon baseplate size 5.